Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response and button error alarm. The insulin pump was tested with a test keypad and no frozen display noted. The insulin pump was also received with cracked reservoir tube lip, scratched lcd window, missing end cap sticker, scratched case and cracked battery tube threads. The insulin pump was received without the original belt clip. The test belt clip fits and locks properly and no damage in the belt clip slot noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.